Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available to the manufacturer.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "instability, left total knee with loose patellar component."